Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp) concerned a (B)(6) asian male patient. Medical history included hypertension. Concomitant medications were unknown. The patient received insulin lispro (rdna origin) (humalog) from a cartridge via a reusable pen (humapen ergo ii) 10 units in the morning, 8 units at noon and 10 units at evening, subcutaneously for the treatment of diabetes beginning on an unspecified date in 2013. On an unspecified date he noticed that the humapen ergo ii injection button was hard to press down ((B)(4)/lot 1311d02). In addition, on an unknown date, he was admitted to the hospital in order to control her blood sugar levels. Information regarding corrective treatments, admission and discharge date, outcome of the event and laboratory findings was not provided. Insulin lispro therapy was continued. The patient was the operator of the humapen ergo ii and his training status was not provided. The general humapen ergo ii duration of use and the reported humapen ergo ii duration of use were of approximately three years. If humapen ergo ii was returned, evaluation would be performed. The reporting consumer did not know if the event was related either to insulin lispro or the humapen ergo ii device. Update 27apr2016: upon review of the original source information from 21apr2016, the case was opened to update the device to a humapen ergo ii based on a verifiable lot number. The (B)(4)/lot 1311d02) was added to the case. The medwatch and european and canadian required device reporting elements were updated.

Manufacturer narrative:
Evaluation summary: a male patient reported that the injection button on his humapen ergo ii device was difficult to push down. He experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch (B)(4), manufactured november 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of this batch did not identify any atypical trends with regard to injection force high or dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which ensures dose accuracy and device functionality with high probability. There is evidence of improper use. The patient reuses needles. Needle reuse may be relevant to the complaint of high injection force and abnormal blood glucose levels.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient. Medical history included hypertension. Concomitant medications were unknown. The patient received insulin lispro (rdna origin) (humalog 100 u/ml) from a cartridge via a reusable pen (humapen ergo ii), 10 units in the morning, 8 units at noon and 10 units in the evening subcutaneously for the treatment of diabetes, beginning on an unspecified date in 2013. On an unspecified date, he noticed that the humapen ergo ii injection button was hard to press down ((B)(4)/lot 1311d02). In addition, on an unknown date, he was admitted to the hospital in order to control her blood sugar levels. Information regarding corrective treatments, admission and discharge date, outcome of the event and laboratory findings was not provided. Insulin lispro therapy was continued. The patient was the operator of the humapen ergo ii and his training status was not provided. The general humapen ergo ii duration of use and the reported humapen ergo ii duration of use were of approximately three years. There was evidence of improper use; the patient reused needles. The humapen ergo ii was not returned. The reporting consumer did not know if the event was related either to insulin lispro or the humapen ergo ii device. Update 27-apr-2016: upon review of the original source information from 21-apr-2016, the case was opened to update the device to a humapen ergo ii based on a verifiable lot number. The product complaint ((B)(4)/lot 1311d02) was added to the case. The medwatch and european and canadian required device reporting elements were updated. Update 16-may-2016: additional information was received from the affiliate on 25-apr-2016. It was given (B)(4) that was processed properly before. Upon internal review, it was added a new reporter (psp). No other changes performed. Update 26may2016. Additional information received 25may2016 from the product complaint safety database. To the device tab added the device specific safety summary (dsss),entered the manufacture date, changed improper use/storage to yes, updated the european and canadian (EU/ca) device information, updated the medwatch device information, and the narrative was updated accordingly.